Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2014-07713. During follow-up, non-sustained oversensing was observed on the right ventricular lead. Reprogramming was suggested to resolve the issue and the patient was in stable condition.